Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station lagged and was unresponsive. A field service engineer (fse) confirmed the issue and escalated it to technical support specialist to examine the software and repair the med application and confirmed with the customer to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was lagged and unresponsive. The customer reported that the user was unable to remove the medication for the patient due to the malfunction which affected the patient's care. There were no adverse events or injuries reported based on this event.